Event description:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx monitor/defib indicating that the device has an "x" error on it and it cannot be used due to this error. The device was not in clinical use at the time the issue was discovered. The following functional tests were performed: operational tests; electrical safety test; defibrillator analyzer. Results of functional testing indicate that it was likely the processor circuit board inside the equipment was faulty, once replaced, the device regained full functionality. The device was sent back to the customer site. Based on the information available and the testing conducted, the cause of the reported problem was the processor circuit board. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened..